Event description:
It was reported that a patient underwent a pancreatectomy procedure on (B)(6) 2013 and suture was used. The suture came off of the needle during the first throw. A second like device was used to complete the case. There were no patient consequences.

Manufacturer narrative:
(B)(4). The actual needle was returned for evaluation. A microscopic inspection revealed marks on the edge of the needle by use of the needle holder. The condition of the sample suggests an improper handling of the needle/suture. This defect cannot be attributed to the manufacturing process.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.